Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid procedure for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a150203 is being used to capture the reportable event of difficulty to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid procedure for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a150203 is being used to capture the reportable event of difficulty to deploy. Block h10: investigation result: the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the ligator housing was returned with 3 bands on it; and there was no evidence that the trip wire had been secured into the handle slot and the slack was not taken up. No other problems with the device were noted. The reported event of bands difficult to deploy was confirmed. It was found that the instructions for use (IFU) of the device were not followed, as the trip wire was not secured into the handle slot. This can ultimately affect the deployment of the bands once the ligator housing is installed in the scope, causing the trip wire to malfunction when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.